Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
Tapping with 285710600, tapping before screw insertion 285710600 (6mm tapper) was broken when doctor was tapping with it; 285710600 was broken in the patient's spine. Doctor needed to do additional surgery because he could not fix the body where there was broken tapper piece. Patient stable immediately after the event.